Event description:
It was reported that the patient underwent a posterior lumbar spinal surgery at l4-s1. Approximately 3 months post-op, it was found on x-ray that on of the screws at s1 had broken. Approximately 10 months post-op, it was found on x-ray that the other screw at s1 had broken. Two weeks after, the second screw was found to be broken the patient underwent a revision surgery to remove implants and re-instrument. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Non-union. X-rays were supplied for manufacture review. Multiple films of l3-l4-l5-s1 posterior decompression fusion with fracture of both s1 screws. S1 screws appear to be 7.5 mm but no interbody support is noted. Progressive collapse of l2-l3 disc evident with scoliosis at l2-l3. A review of the device history records did not identify any applicable nonconformance to specification.